Event description:
Revision surgery - the patient's shoulder dislocated twice.

Manufacturer narrative:
The patient had an initial shoulder dislocation and a revision surgery to repair it on (B)(6) 2012. The patient had a second shoulder dislocation to the same arm and a second revision was performed on (B)(6) 2012. There was no information in this complaint about any patient activities, trauma, or medical contraindications that may have contributed to the shoulder dislocations. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows there were prior complaints for the same part numbers, none of these complaints showed a product defect that would have caused the dislocated shoulder. The root cause cannot be determined with confidence. There was no information reported that showed a material, design, or manufacturing defect with the product. Historically, inadequate soft tissue tension and support is a major factor that can lead to shoulder dislocations.